Event description:
It was reported to covidien that "the sensor indicated erroneous measurements of 3%. Patient status and oxygen saturation were checked and they do not concur with the clinical information". The sensor was replaced with a new one and it indicated measures of 100%. There was no patient harm.

Manufacturer narrative:
(B)(4). Covidien has requested more information surrounding the event that if provided may be submitted in a supplemental report.

Manufacturer narrative:
(B)(4).